Event description:
Reportedly, the instrument was fired and the instrument's jaw would not open after retracting the black return knob. Therefore, the instrument had to be cut off with shears to complete the case. Procedure: gastric bypass. Pt status: no pt injury reported.